Manufacturer narrative:
Na.

Event description:
The customer was experiencing an issue with results for crea pap for qc material and patient samples. Estimated data was provided for two patient samples. Patient sample 1 initial result was 1.9 mg/dl. Patient sample 2 initial result was 2.0 mg/dl. The physician saw the initial results and questioned them as they were double what he had expected. The samples were sent to the hospital laboratory and repeated on a beckman instrument. Patient 1 repeat result was 0.8 mg/dl. Patient 2 repeat result was 1.1 mg/dl. This patient was a (B)(6) year old female. The repeat results were believed to be correct. No treatment was added or withheld due to initial results. There was no adverse event. The reagent lot number was 13888501 with an expiration date of 12/31/2016. The customer thought the issue might be due to a water issue as a new water line was being installed. The customer cleaned the instrument, replaced the water, and primed, but qc was still out of range. The customer recalibrated multiple times which brought qc back into range, but the qc would not remain in range. The field service representative could not find a cause and was unable to replicate the issue. He checked the instrument and found no issues. The customer ran standards which were acceptable and ran a sampling precision check which passed. The customer cultured the water. The water was replaced and no additional discrepancies were reported. The field service representative performed precision testing which passed.

Manufacturer narrative:
Review of the provided calibration data indicated possible water contamination. The customer confirmed he did clean the water reservoir with a 5-8% bleach solution and rinsed it several times with di water. Afterward, the customer stated there have been no further issues and qc was recovering within acceptable range. As reaction data for the high results was not provided, only speculation was possible for a root cause. It could not be differentiated between a sample specific issue and/or a carry-over. As these samples produced the only discrepant results, it was most likely that the samples were not correctly handled or other pre-analytical issues caused the issue.